Manufacturer narrative:
Tandem¿s t:slim g4 user guide describes how to remove air from the cartridge using the syringe. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. The customer experienced a blood glucose (bg) level was 530 mg/dl and moderate levels of ketones. A manual injection was administered to address the bg level. A system check was performed and the occlusion alarms were verified. Reportedly, the customer had performed the incorrect cartridge air removal technique when performing supply changes. After a supply change, insulin deliveries were successfully resumed.